Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button is intermittently unresponsive and the button cover has a hole in it. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All other keypad buttons were found to be functioning appropriately. The bolus button contact was found to be misaligned.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the audio bolus button was not responding with every press for a couple of weeks. The patient confirmed that there was no peeling or damage to the bolus button. The patient reportedly wore the pump on the exterior of clothing and did not clean the pump. This report is made based on the allegation of the audio bolus button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.